Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. Within one year, the mesh started breaking through the vaginal wall. The patient underwent a second surgery on (B)(6) 2012 to remove as much of the mesh as possible. Currently, more mesh is going through the vaginal wall and the patient will need another surgery. The patient reports that her incontinence is worse than it was before the initial operation and that she is also experiencing pain with a raw feeling inside, a distorted vagina, and emotional side effects due to the fact that her sex life is over. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 in order to treat stress urinary incontinence rectocele, metrorrhagia and mesh was implanted. It was reported that the patient had a concurrent procedure of a rectocele repair, suture vulvar laceration, and posterior perineorrhaphy performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. Within one year, the mesh started breaking through the vaginal wall. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient reports that her incontinence is worse than it was before the initial operation and that the patient is also experiencing pain with a raw feeling inside, a distorted vagina, and emotional side effects due to the fact that her sex life is over. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision/revision of midurethral sling, perineoplasty, excision of right thigh pigmented lesion and cystoscopy on (B)(6) 2012 due to pain. The patient underwent a second surgery on (B)(6) 2012 to remove as much of the mesh as possible. Currently, more mesh is going through the vaginal wall and the patient will need another surgery. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): distorted vagina. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 in order to treat stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. Within one year, the mesh started breaking through the vaginal wall. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient reports that her incontinence is worse than it was before the initial operation and that the patient is also experiencing pain with a raw feeling inside, a distorted vagina, and emotional side effects due to the fact that her sex life is over. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision/revision of midureteral sling, perineoplasty, excision of right thigh pigmented lesion and cystoscopy on (B)(6) 2012 due to pain. The patient underwent a second surgery on (B)(6) 2012 to remove as much of the mesh as possible. Currently, more mesh is going through the vaginal wall and the patient will need another surgery. No additional information was provided. (B)(4).